Event description:
It was reported that during a breast biopsy, two mammomarkers would not deploy into biopsy site. The physician was able to complete the biopsy using a third marker. There were no pt consequences reported.

Manufacturer narrative:
Other #= d9dh0r (batch # for device b); exp date = 02/2012 (device b). Mfg date 03/2007. The analysis results found that the devices a and b were received with the introducer tip sheared off and missing. The appliers were received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the mfg process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.